Event description:
It was reported that the patient underwent a plif/tlif using rhbmp-2/acs. An unknown time post-op, the patient p resented with severe heterotopic bone growth in the canal and neural compression. The patient required a revision lumbar decompression /fusion.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.